Event description:
The reporter stated the surgeon inserted and removed a cc4204bf collamer single piece lens due to the surgeon changing to another lens. There was no patient injury.

Manufacturer narrative:
(No lens malfunction) - evaluation: results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.